Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) was unable to be implanted after multiple attempts found no site with acceptable thresholds could be found. It was also reported that at one of the sites pacing failure occurred. The implant attempt was abandoned and a transvenous system was scheduled for the following day. No patient complications have been reported as a result of this event.